Manufacturer narrative:
Based upon the clinical assessment, the reported type iiia endoleak was confirmed to be a type iiib endoleak. There also appeared to be a type ii endoleak and total occlusion (thrombosis) of the right external iliac to common femoral artery. The reported rupture was also confirmed. The reported introducer side port break was not able to be confirmed because the device was not returned for investigation. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation related to the afx bifurcated type iiib endoleak and rupture, the root cause of a design or manufacturing issue was inconclusive although no device issue was identified. The clinical review identified the following factors that may have been contributors to the event. The conical neck with a 27% change in diameter; aortic angulation of greater than 60 degree, left common iliac artery angulation of greater than 90 degree, pt non-compliance with follow-up; pt history of peripheral vascular disease; pt use of antiplatelet therapy (aspirin); and continued tobacco use.

Event description:
It was reported the pt had a procedure on (B)(6) 2014 with a bifurcated, suprarenal and an infrarenal aortic extension. According to the physician the pt was noncompliant and never did the follow up as it was required. On (B)(6) 2015 pt was admitted to the hospital emergently with a ruptured endoleak 3a. Reportedly, on (B)(6) 2015 during the secondary procedure the side port of the afx sheath broke off and another sheath was used and the doctor realigned the original graft with a suprarenal and an infrarenal aortic extension. Pt lost blood that the physician compressed the abdomen to eliminate the blood and the leak worsened. The physician elected to put self-extending stent in the right common iliac and pt went into the renal failure. However, the pt expired on (B)(6) 20915.